Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that a patient experienced intense stimulation around the torso, instead of the intended lower back area. The patient, also encountered issues with connecting the stimulator, while walking. Necessitating, them to lean on a tree until the stimulation began working. These issues were noticed, since the initial implant procedure. During a checkup, a representative worked with the patient on a different program, but the patient had not been walking around as much at that time. The patient expressed a desire to meet with the representative again to adjust the programming, while walking to ensure the stimulation worked as needed. The patient was redirected to their healthcare provider for further assistance and planned to contact the representative to arrange a meeting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that they saw the patient on (B)(6) 2024 for their post-op, and at that time the patient stated they were doing well. The rep did not hear about uncomfortable stimulation. They made her new programs at that time that she indicated were covering her painful areas.